Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "button # 2 not working" was not reproduced. Evaluation verified through a keypad test that the keypad functioned as intended. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined however, as a precautionary measure the keypad required to be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's button #2 was not working during programming/setup. There was no patient involvement. No additional information is available.